Manufacturer narrative:
Batch review performed on 06-may-2025: lot 2301768: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 28-mar-2028. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch review performed on 06-may-2025: gmk-spherika 02.12.e0410fl tibial insert fixed sphere flex size 4/10 mm l e-cross (k202022) lot 2309537: (B)(4) items manufactured and released on 19-may-2023. Expiration date: 07-may-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-spherika 02.12.t3i4l tibial tray fixed cemented size t3i4 l (k121416) lot 2300361: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 19-apr-2028. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 8 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Additional information: the branch was informed that permanent hardware was implanted on (B)(6) 2025.